Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged malfunction. The exhalation flow sensor (evq) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to the tidal volume was measured higher than set level. The patient was not harm as a result of the event.